Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio flex meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred ¿within the last month.¿ the patient manages his diabetes with insulin (non-adjuster). The patient denied that he made any change to his usual diabetes management routine as a result of the alleged product issue. On an unspecified time after the alleged product issue began he reported that he developed symptoms of ¿lightheaded and nausea.¿ the patient denied that he received any treatment for these symptoms. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strips being used were stored correctly and had not expired. The patient carried out the correct testing steps and the test strip completely drew in the blood sample. The error displayed sub code 2. The product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.